Event description:
It was reported that a malfunction alarm, specifically malfunction code 0 with fault ID 0-0x277d, occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and advised the customer to continue using the pump and to contact support again if the malfunction recurred.